Event description:
It was reported that the boston scientific sales representative and health care professional (hcp) contacted technical services (ts) for review of a stored episode on this implantable cardioverter defibrillator (ICD). It was noted that the patient presented to the emergency room (ER) for syncope and was hospitalized. Upon analysis of device episode data, it was determined that there was noise on the right ventricular (rv) lead channel that resulted in oversensing. There was potential loss of capture of the rv signal as well as high capture thresholds. No pacing inhibition was noted. It was noted that the patient is pacing dependent. Upon interrogation, this patient was hooked up to an external pacing system which was turned off for evaluation of this device. This device was reprogrammed. No additional adverse patient effects were reported. Evidence suggests that this ICD system remains in service.